Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that was not working. The customer reported that the settings could not be changed. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The remote service engineer (rse) reported that the customer no longer required any service, as the customer cleaned the touchscreen the device was now functional. No further actions were performed by philips, and the record was closed.